Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a rash at the sensor patch adhesion site. Patient sought medical intervention from a doctor on (B)(6) 2014 and was prescribed a cortisone cream. No further medical intervention was necessary.